Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient required revision hip surgery following identification of elevated ti levels and a worn (titanium sleeve portion) of a ceramic liner had to be removed in addition to an alumina head. It was further reported that the patient was revised using a new poly liner coupled with a c taper sleeve and delta 36mm head.

Event description:
It was reported that the patient required revision hip surgery following identification of elevated ti levels and a worn (titanium sleeve portion) of a ceramic liner had to be removed in addition to an alumina head. It was further reported that the patient was revised using a new poly liner coupled with a c taper sleeve and delta 36mm head.

Manufacturer narrative:
Alumina c-taper head has been deemed concomitant. Reported event: an event regarding wear (metallosis) and abnormal ion level involving a ceramic head was reported. Conclusion: based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. The patient was revised due to ¿elevated ti levels and a worn (titanium sleeve portion) of a ceramic liner.¿ there were no reported allegations against the ceramic head as it has no metal components, and it was only explanted as the mating trident liner required revision. A full investigation is completed on the trident liner. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.